Event description:
It was reported via repair work order that the securing mechanism locks and unlocks by itself and will not allow the cot to properly secure when in the ambulance. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the latch mechanism locks and unlocks by itself and will not allow the cot to properly secure for height adjustment. It was also reported that the fowler support bracket was bent which could affect cot stability. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was originally reported that the securing mechanism locks and unlocks by itself and will not allow the cot to properly secure when in the ambulance. Upon completion of the investigation it was found that the latch mechanism locks and unlocks by itself and will not allow the cot to properly secure for height adjustment. It was also found that the fowler support bracket was bent which could affect cot stability. There was no issue with the cot securing inside of the ambulance.